Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance has been gradually affected.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition incomplete insertion of the active electrode at the time of implantation is reported. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance has been gradually affected. About one year and a half ago the patient fell and hit his forehead. Re-implantation is considered, but no date has been communicated yet.